Manufacturer narrative:
Additional procedure information added. Initial reporter details updated. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke and hit a healthcare staff in the face with no adverse consequences. It was further reported that the event caused a two minute delay. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently reported that the procedure was a triple arthrodesis.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the bur broke and hit a healthcare staff in the face with no adverse consequences. It was further reported that the event caused a two minute delay. It was also reported there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.